Manufacturer narrative:
The device was returned due to an impedance issue. Electrodes 1-4 displayed acceptable resistance values; however, a short circuit was detected between electrode 4 and conductor wire 4. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wire 4 was abraded in the same location, consistent with the short circuit detected and the reported impedance issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit is consistent with damage during use.

Event description:
This report is to advise of a short circuit observed during analysis, confirming the reported impedance and temperature issue.